Event description:
The customer reported an image loss and the image had a black image with static during preparation for use and before the patient was in the procedure room. The issue involved an olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.